Event description:
Customer reported to beckman coulter, inc. (Bec) that the waste pump of the coulter ac.t diff analyzer was not turning properly, causing the white blood cell (wbc) bath to overflow. Customer reported that the a few milliliters of fluid overflowed. Customer reported that the controls and patients results were recovering lower and lower on consecutive runs for multiple parameters: red blood cells (rbc), white blood cells (wbc), hemoglobin (hgb). Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the peristaltic waste pump was not turning. The fse lubricated the pump's rollers. The fse verified the repair and validated the system.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).